Event description:
The customer reported that shortly after the dialysis treatment was initiated, the phoenix machine generated the heparin rate error alarm. The patient was temporarily disconnected and the system was cleared. The patient was reconnected and therapy was resumed. After resuming therapy another heparin rate error alarm was generated. The nurse deactivated the heparin administration and treatment continued with no additional alarms. At the completion of therapy, the patient was showing symptoms of hemolysis and was admitted to ICU. The phoenix machine was inspected by a gambro technical services representative and was found to be performing within manufacturer's specifications. The cartridge blood line with hemoscan and revaclear dialyzer were discarded and not available for investigation.

Manufacturer narrative:
The dialyzer used in the patients dialysis treatment was discarded and not available for technical investigation. The lot number and the specific type of revaclear dialyzer are unknown. Gambro could neither perform a lot history record check nor a complaint history file check as the lot number is unknown.